Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e601 module. The initial result was 176 ng/l. A new sample was obtained 2 hours later, and the result was 7 ng/l. Due to the difference in results, the original sample was repeated. The repeat result was < 6 ng/l. The sample was repeated on a different e601 module, and the result was < 6 ng/l. The repeat results were believed to be correct.